Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 1). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error and this was the second occurrence of it. The customer¿s blood glucose was 198 mg/dl at the time of incident. The insulin pump will be returned for analysis.